Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported a cine disk not available error message. This would prevent the cine function from operating. There is no reports of injury or death associated with this event.